Event description:
Healthcare provider reported a bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product, and a left side deflation. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data:. Device evaluation: analysis of the returned device identified: opening on posterior, wear abrasion, yellow particles in the shell, calcification (approx. 10%) and crease fold. Leak test and microscopic analysis was performed which identified: crease sharp opening on posterior and radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease sharp on posterior and radius assessed as fold flaw opening.

Event description:
Healthcare provider reported a bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product, and a left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product, and a left side deflation. The device has been explanted.